Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device data was unable to be completed as the device data was insufficient to obtain the battery status. Analysis of the battery found a depleted cell with no telemetry or pacing available. However, detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected.

Event description:
It was reported that during follow-up, the health care professional (hcp) tried to interrogate this implantable device without success. It was mentioned that the battery longevity indicated 9 years left in 2020, which was the last time this patient presented for follow-up. The patient is not pacemaker dependent and the hcp mentioned they are not yet sure they will explant the device. Additional information was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that during follow-up, the health care professional (hcp) tried to interrogate this implantable device without success. It was mentioned that the battery longevity indicated 9 years left in 2020, which was the last time this patient presented for follow-up. The patient is not pacemaker dependent and the hcp mentioned they are not yet sure they will explant the device. No adverse patient effects were reported.

Event description:
It was reported that during follow-up, the health care professional (hcp) tried to interrogate this implantable device without success. It was mentioned that the battery longevity indicated 9 years left in 2020, which was the last time this patient presented for follow-up. The patient is not pacemaker dependent and the hcp mentioned they are not yet sure they will explant the device. Additional information was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction: h11 field. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated and no pacing pulses were noted. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that during follow-up, the health care professional (hcp) tried to interrogate this implantable device without success. It was mentioned that the battery longevity indicated 9 years left in 2020, which was the last time this patient presented for follow-up. The patient is not pacemaker dependent and the hcp mentioned they are not yet sure they will explant the device. Additional information was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.